Manufacturer narrative:
D.4. Product identifiers are unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Oluwatobi o. Onafowokan, akachimere c. Uzosike, abhinav sharma, matthew galetta, nathan lorentz, samuel montgomery, max r. Fisher, anthony yung, paritash tahmasebpour, lauren seo, timothy roberts, renaud lafage, justin smith, pawel p. Jankowski, zeeshan m. Sardar, christopher I. Shaffrey, virginie lafage, andrew j. Schoenfeld, peter g. Passias medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding treatment of adult spine deformity: a retrospective comparison of bone morphogenic protein and bone marrow aspirate with bone allograft. The study provides an in-depth evaluation of bone morphogenetic protein (bmp) used in adult spine deformity surgery, highlighting its comparative effectiveness against alternative biologic agents. Despite its widespread application, bmp usage was associated with higher costs and an increased risk of complications, without demonstrating significant advantages over more cost-effective alternatives. 1. Overall complications: bmp demonstrated a higher overall rate of complications over a two-year period when compared to bone marrow aspirate with iliac crest autograft (bma + I). 2. Specific complications: proximal junctional kyphosis (pjk): occurred more frequently in bmp patients (9.8% [n = 30]) versus bma + I patients (5.4% [n = 11]), with a statistically significant difference. Neurological complications: bmp patients experienced a higher incidence (12.7% [n = 39]) compared to bma + I patients (7.8% [n = 16]). Within these, 82.1% were sensory and 17.9% were motor complications for bmp, whereas bma + I had 87.5% sensory and 12.5% motor complications. 3. Mechanical complications and reoperations: bmp was associated with alower rate of mechanical complications (13.0% [n = 40]) and r eoperations (14% [n = 43]) compared to bma + I (20.5% [n = 42] and 21% [n = 43] respectively). Rod breakage and implant failure: multivariable regression analysis indicated that rhbmp-2 use was not significantly associated with lower odds of mechanical complications, including rod breakage (odds ratio: 3.3) or implant failure. 4. Pseudoarthrosis rates: these remained low across the cohort and did not significantly differ between bmp (12.4% [n = 38]) and bma +I groups (14.6% [n = 30]). Conclusion: the study underscores the need for a cautious approach to bmp usage in spine deformity surgeries, given its associated complications and costs. It recommends that clinicians carefully weigh the cost-utility and clinical implications when selecting bone grafting methods. While bmp patients experienced lower mechanical complications and reoperation rates, the heightened risk of neurological issues suggests that more judicious use of bmp could enhance patient outcomes.   This summary amalgamates the findings on bmp-2 usage, providing a nuanced understanding of its implications in spine surgery.